Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Subsequently, the device was returned analysis was performed and no anomalies were found.

Event description:
It was reported that during follow up check it the physician rates the defibrillation threshold testing (dft) testing as non-satisfactory. It was also reported that no (dft) episodes were recorded in the device memory. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.